Event description:
A voluntary medwatch report was received from the facility that sduring cardiac catherization, a cypher stent (3.0 x 18) came off the balloon in the guiding catheter. The guiding catheter was removed and the stent was retrieved. A second cypher stent (3.0 x 13) came off the delivery balloon in the right coronary srtery. It expanded in the right coronary artery with no adverse outcome. The products will not be returned.